Event description:
It was reported that the customer was hospitalized for low bgs. The cause of low bgs too much insulin. Troubleshooting was performed. The pump tested fine. However, the bolus history revealed multiple occurences of 20 unit boluses. The customer is using the boluse wizard, but bolus history shows no carbohydrates or bgs information.